Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2017 regarding a patient's implanted infusion pump containing morphine (20mg/ml at 10.5mg/day). The indications for use included non-malignant pain and failed back surgery syndrome. It was reported that the patient was in for a refill on (B)(6) 2017, and was not due to start alarming until (B)(6) 2017, but the pump was already alarming. The alarm was noted to be a critical alarm. The hcp was unable to interrogate the pump after multiple attempts. Two different clinician programmers were used with no success. An x-ray of the pump was performed, and the managing hcp confirmed that the pump was not flipped. The patient did not have any keys, phone, or magnets, and the patient's necklace and watch were removed. Telemetry was attempted at different locations of the pump, making sure the telemetry head was not moving, and telemetry was still unsuccessful. Telemetry was attempted with foil around the pump and telemetry head, but this was also unsuccessful. It was confirmed that no electromagnetic interference (emi) sources were present. No patient symptoms were reported related to the device or therapy, but it was noted that the patient was taken to the hospital on (B)(6) 2017 because she thought she was having a stroke. The patient was "out of it" and was not sure if any medical procedures were performed. The patient stayed in the hospital for two days, and the hospital confirmed that the patient underwent closed magnetic resonance imaging (MRI) of her brain. The patient was given antibiotics upon discharge. At the time of report, the patient stated that she was comfortable. The reporting hcpwas redirected to the patient's managing hcp to review considerations of replacing the pump if necessary.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-apr-14. It was reported that the pump was refilled, but was not reprogrammed. The hcp left the pump with the alarm going off every 10 minutes as the patient could not hear the alarm. The cause of the issues was unknown and the situation was unresolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.